Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 5024m-58 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was noted with noise during atrial high rate episodes. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.